Event description:
The device was used during a hysterectomy procedure. Reportedly, the instrument was difficult to open. The surgeon used another instrument to remove the device and complete the procedure. The hosp has reported no pt injury occurred.